Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified mid left anterior descending artery that was 90% stenosed. Pre-dilatation was done with an unspecified balloon dilatation catheter. A 3.5x23mm xience xpedition stent was deployed and a dissection occurred on the edge of the stent. An unspecified xience stent was used cover the dissection successfully and complete the procedure. There was no adverse patient sequela reported. No additional information was provided.